Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator¿s compressor battery would not charge and failed the short self test (sst) and extended self test (est) with message ¿inspiratory auto zero solenoid not operational¿. The customer informed that the compressor battery was not holding charge. The service personnel (sp) instructed the customer through call to eject and re-insert battery to resolve the compressor battery issue. Sp visited the facility and found that there was no further issue with the compressor battery. Fse recommendation resolved the issue. Fse confirmed sst and est inspiratory auto zero solenoid not operational codes logged in the units memory and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. One ifm pcba was returned for failure investigation. The part was visually inspected with no observed anomalies. Analysis determined the pcba was prior to the implementation of a change to address autozero solenoid (so1) failures, therefore, no further testing was performed. Investigation determines if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The re-inserting of compressor battery did resolve the battery issue; however, it could not be determined how this issue occurred. The likely cause of the inspiratory auto zero solenoid not operational issue was determined to be consistent with a faulty autozero solenoid (so1). There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilator¿s compressor battery would not charge and that the short self test (sst) and extended self test (est) failed with the message ¿inspiratory auto zero solenoid not operational¿. The ventilator was not in use on a patient at the time of the reported.

Manufacturer narrative:
Correction section b3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.